Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received hardware low failure alarm. The customer had blood glucose level of 250 mg/dl. The customer stated that the button are unresponsive and numbers were not ramping on their own and scroll bar was moving with no input. The customer stated that the block mode was not active. The customer stated that buttons are responding now and self test was not completed. The insulin pump will not be returned for analysis.